Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a was a crack in the cuff connecting tube was found. The cuff was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Cuff passed visual inspection and leakage test. Based on the available information and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a was a crack in the cuff connecting tube was found. The cuff was explanted and replaced. No patient complications were reported.